Event description:
Swan ganz catheter balloon rupture. Pa catheter placed 23 hrs ago without difficulty. Nurse unable to wedge. Physician inflated with 1.5cc without effect. Inserted pa catheter further. Got an "over wedge" tracing. No resistance on balloon. Pulled back on syringe, blood aspirated. Swan removed - no injury to pt.